Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue during the pm reported that the fault logs indicate a communications problem with the front end board. To resolve the issue, the stm replaced the front end board , completed the pm and performed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
During routine preventative maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) intermittently hangs up during boot up sequence, then goes into "system failure" with audible alarm.there was no patient involvement or adverse event reported.

Manufacturer narrative:
Corrected field: (event date), (this date was erroneously reported in the initial emdr and should read (B)(6)/2018) corrected event site address: (B)(6).

Event description:
During routine preventative maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) intermittently hangs up during boot up sequence, then goes into "system failure" with audible alarm.there was no patient involvement or adverse event reported.